Manufacturer narrative:
The device was not returned for investigation. Although the lot number for zoom 71 was not provided, the device lot numbers shipped to the account 6 months prior to complaint initiation were reviewed. The manufacturing records reviewed for the product met the design and manufacturing specifications. Based on the limited information available, the exact cause of the carotid cavernous fistula is unknown. There was no device malfunction reported during the procedure.

Event description:
It was reported that during a stroke case, the physician advanced the zoom 71 through a third-party access catheter over the microcatheter and microwire to the m1 segment of the middle cerebral artery (mca). Upon advancement of zoom 71 over the microcatheter through the cavernous internal carotid artery (ica), zoom 71 got stuck in the cavernous ica resulting in the formation of a carotid cavernous fistula (c-c fistula). The c-c fistula was treated emergently with coil embolization and the thrombectomy procedure was completed by deploying a stent retriever. Post-procedurally, the patient was reported to have double vision and red bulging eye.